Event description:
The facility representative reported a colleague infusion pump with a depleted battery. This condition occurred upon power up of the device but it is not known in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of depleted battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.